Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lower than expected % free prostate specific antigen (psa) results generated by access 2 immunoassay analyzer for fifteen patients. The erroneous results were reported out of the laboratory. A subsequent testing after changing result formula produced higher results in a different diagnostic category that better matched the patients' clinical presentations. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges. While troubleshooting with customer technical support (cts), it was discovered that the derived result formula was entered as (free psa/psa)/100 while the correct formula per the instruction for use is (free psa/psa)*100. The cts assisted the customer entering the correct formula. Since correcting the formula the customer has obtained the correct derived results for the patients. The root cause for this event was use error of using wrong formula.